Event description:
It was reported that when the surgeon was drilling, the chuck occasionally came off and the tip of drill broke, remaining in the patient. The surgeon decided to leave the piece in the patient. Broken piece moved from its original position, therefore surgeon performed a revision surgery on (B)(6) 2018 to remove the remaining drill tip and prevent any other complication on the patient. Patient current condition is good.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Wait on all information requests. Proceed based on information provided/available for the investigation; if no further clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ·patient information ·surgical procedure/post-operative care review ·device labeling (including technique guides, ifus, etc.) No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's is current condition is reported as good. Therefore no further clinical assessment is warranted based on the information provided.